Event description:
Livanova deutschland received a report that the temperature of the patient circuif of a heater-coolersystem 3t, during clinical use, could not be controlled and it could not be lowered. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-95 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in japan. According to information, the hose was replaced on the myocardial protection side. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: involved heater/cooler unit was inspected by an authorized field service technician. Temperature measurement and operation could not be performed due to a start-up error of the unit. Temperature calibration was performed. Multiple run tests were performed for several days and several times to check the operation, and no abnormality was observed. Thus, reported condition could not be confirmed. No other occurrences of reported condition were found for complained device. Based on the collected information, the most likely root cause of the reported issue was traced back to the poor accuracy of the temperature sensors, potentially deriving from calibration drifting over time. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep the post market surveillance.

Event description:
See initial report.